Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's display was not legible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the ECG signal was noisy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device logs did show an event that showed a fuzzy-like ECG rhythm, on (B)(6) 2021, however, it does not indicate a device malfunction. There are multiple factors outside of a device malfunction that can cause ECG artifact such as but not limited to poor connection between the patient and the device, ECG cable, electrodes, interference, or an issue with the ECG cable itself. The ECG cable used was not returned for evaluation. No trend is associated with reports of this type. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact.